Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/excessive bleeding"), hypersensitivity ("auto-immune or hypersensitivity symptoms"), arthralgia ("join pain"), alopecia ("hair loss"), teeth brittle ("brittle teeth") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (scheduled hysterectomy in (B)(6) 2021). At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, arthralgia, alopecia, teeth brittle, amnesia and weight increased outcome was unknown. The reporter considered alopecia, amnesia, arthralgia, genital haemorrhage, hypersensitivity, pelvic pain, teeth brittle and weight increased to be related to essure. The reporter commented: she is currently scheduled for a stomach study on (B)(6) 2020. Scheduled for a hysterectomy in (B)(6) 2021. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/excessive bleeding"), hypersensitivity ("auto-immune or hypersensitivity symptoms"), arthralgia ("join pain"), alopecia ("hair loss"), teeth brittle ("brittle teeth") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (scheduled hysterectomy in (B)(6) 2021). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, arthralgia, alopecia, teeth brittle, amnesia and weight increased outcome was unknown. The reporter considered alopecia, amnesia, arthralgia, genital haemorrhage, hypersensitivity, pelvic pain, teeth brittle and weight increased to be related to essure. The reporter commented: she is currently scheduled for a stomach study on (B)(6) 2020. Scheduled for a hysterectomy in (B)(6) 2021. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.